Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h6, and h11 device evaluation: the universal surgical manipulator (usm) was received for failure analysis evaluation. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where the unit failed the fiber test.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, as the system was being docked, the universal surgical manipulator (usm) 3 produced an error. The intuitive tech support engineer (tse) walked the caller through a hard power cycle, with no change. The customer needed all 4 usms, so they are elected to abort the procedure after ports had been placed. The patient was closed and the procedure was completed laparoscopically on a different day.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The universal surgical manipulator (usm) 3 was replaced to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the failure analysis investigation has not been completed at the time of this report. Therefore, the cause of the customer reported failure mode cannot be determined. A system log review showed an error indicating a watchdog error reported by the axes controller motor (acm) on usm 3.